Event description:
It has been reported to us that marker band of the aspiration catheter separated from the shaft and remains inside the patient's vessel. The physician was treating the patient having an ami. The physician inserted the aspiration catheter onto the guide wire into the patient, and advanced it forward into the medium portion of the left arterial descending artery. The physician was able to successfully aspirate the vessel. The physician then experienced difficulty removing the aspiration catheter from the patient. The physician made several attempts to remove the aspiration catheter, however, the radiopaque marker band separated from the shaft and remained inside the artery. The status of the patient is unknown at the time of this report.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.